Event description:
PICC line was placed via the left arm in 2001. Symtoms of edema from site to hand was noted on the next day. Two days later, an ultrasound showed no deep vein thrombosis. A few days after this, another ultrasound was positive for deep vein thrombosis. PICC line was discontinued same day patient was treated with coumadin.